Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer notices the 8100 fail the ail test in maintenance software application. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer notices the 8100 fail the ail test in maintenance software application. Customer receives pop-up message for ail detection fails. Customer had replaced the door harness assembly. Assisted customer to isolate problematic fault. Informed customer to repair/replace the logic board. They will call back if further assistance is needed.